Event description:
Additional information received from manufacturer representative (rep) who reported the cause of the stimulation going up and pain issue was not determined. They state the stimulation was left off for a period and turned back on. The rep states no action has been suggested for resolving this issue other than reprogramming and this has not occurred yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulation was going up instead of down and the patient had a pinched nerves in their legs and their hips and legs were hurting. Patient gave the line to their spouse and mentioned they had to go into the doctor's office and they were trying to adjust the stimulation because it was going under the patient's underarm and behind their neck instead of on their back. The representative was having difficulty adjusting the stimulation, but the patient got sick and got anxiety while they were doing that and they made the patient do an MRI. The issue was not resolved. This issue is been going on since (B)(6) 2024 and had spoken to medtronic representatives. The medtronic device was still not working and was affecting the patient bad. Agent provided nas number and the caller was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility. Additional information was received from the manufacturer representative (rep). Rep reported that their last encounter with the patient were at their implant on (B)(6) 2024 and their initial post-op visit on (B)(6). Rep confirmed that with reported generated on their tablet from connecting to pt's ins. Pt's implant procedure was completed with good mid thoracic lead placement and no difficulties. To the best of rep's knowledge, pt's post-op office visit was normal. Rep reported pt recently attempted to reach out to them, but they could not reply and when they reached out, they got pt's voicemail. Rep reported pt was set to see another rep at their hcp's office. Rep emailed back again and reported they saw the pt on (B)(6) 2024 in the clinic. Rep reported at the time all impeda nces and connectivity was normal and the programming they did was standard dtm. Rep noted they did not notice any issues or anything out of ordinary at the time. Rep noted pt was to be seen by another rep in clinic on (B)(6) 2025.